Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cap con ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation revision with a mentor memorygel, 450cc breast implant experienced bilateral capsular contracture grade ii, and right-sided symptomatic rupture post procedure. The issue of rupture was confirmed during the surgery. As a result, patient underwent removal without replacement and complete capsulectomy on (B)(6) 2022. This report relates to the left prosthesis.